Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 4.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. Proximal struts 1-4 were damaged and deformed with struts 1 and 2 lifted and pulled in a distal direction. The crimped stent od(outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x28mm promus element stent was advanced to treat the lesion; however, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x28mm promus element stent was advanced to treat the lesion; however, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.